Manufacturer narrative:
A philips service engineer contacted the customer to troubleshoot the issue; however, the customer refused philips service; therefore, no service was performed by philips. Analysis was not performed by philips; however, based on information provided, the customer made a decision to scrap the device after testing determined the device was not functioning correctly.based on the information available, the product malfunction was unable to be confirmed. The customer chose to scrap the device; therefore, neither the issue nor the cause are able to be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a pagewriter tc20 cardiograph indicating that during testing with a simulator, the device failed to display the simulated heartrate correctly. When the simulated heart rate was 300 and the output was 0.5mv. The device was not in use on patient at time of event, there was no adverse event reported.